Manufacturer narrative:
Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy due to a sudden change in therapy or symptoms. The patient had symptom return for the past 2 to 3 months beginning in (B)(6) 2015 and had increased to 4.2v. The patient went to see their health care provider (hcp) and was told it was the remote device that was not working. There were no falls or trauma that could be related to the issue. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.